Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: inability to advance thumb advancer. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after the locator wings were deployed, the thumb advancer could not be advanced. The safety release was pressed to abort the procedure, but was unsuccessful. A second attempt was made to advance to thumb advancer, but it would only advance a short way. An unsuccessful attempt was made to utilize the access ports. Hemostats were used to leverage the vessel locator button (plunger) and pry it backwards to collapse the locator wings. The device was removed easily from the pt anatomy. Hemostasis was achieved with a femostop. There were no pt effects reported. Though requested, no additional info was available.